Event description:
Additional information received identified the readings observed were not correlating with the clinical data. The patient was asked to stop taking readings. The physician has no plans for further intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported dampened waveform was observed in 2016 (exact date unknown). Subsequently the hf sensor was examined and recalibrated through echocardiogram (noninvasive technology) on (B)(6) 2017. Reportedly, the patient is under physician¿s observation. The sensor readings will be monitored.